Manufacturer narrative:
The meter and test strips were received for investigation. Sections d9 and h3 were updated. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022, the meter result at 6:49 a.m. Was 4.3 inr. The laboratory result within 1 hour was 2.5 inr. On (B)(6) 2022, the meter result at 6:53 a.m. Was 4.0 inr. The laboratory result within 1 hour was 2.8 inr. On (B)(6) 2022, the meter result at 6:47 a.m. Was 4.2 inr. The laboratory result within 1 hour was 2.8 inr. On (B)(6) 2022, the meter result at 6:47 a.m. Was 4.2 inr. The laboratory result within 1 hour was 2.8 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr with a testing frequency of every 2 weeks.

Manufacturer narrative:
Occupation patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."